Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The (B)(4) stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. A 4.00x20mm synergy¿ drug-eluting stent advanced to treat the lesion. However, after stent placement and when checked using intravascular ultrasound, there was no stent found. It was then confirmed that the stent was found inside the stent protector. The stent was dislodged when the stent protector was removed. The procedure was completed with a different device. No patient complications were reported.